Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the alterra clinical study, a rereview was performed by the hospital of fluoroscopy performed during the patient's 3 year follow up visit. Previously the hospital had only observed a single wire fracture but revised their findings to two wire fractures of the alterra device. Both fractures were noted on the inflow apices of the alterra device without loss of structural integrity. This is an increase from the single fracture previously observed. The fluoro from the patient's 4 year visit confirms the two wire fractures again.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review. The six month follow up fluoroscopy revealed one fracture on the proximal (inflow) portion of the present. An additional wire frame fracture on the inflow apices of the alterra prestent can be observed in the 3-year and 4-year follow up fluoroscopy. The present fracture was confirmed based on the provided cath lab reports. An in-depth evaluation related to alterra prestent fractures has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans and imagery for patients with a fractured stent. As seen in the provided imagery, the 6-month fluoro indicated one fracture at the inflow apices. Additionally, a review of the 3-year and 4-year fluoro indicated an additional fracture was present on the inflow strut of the present. Per the technical summary, patients who had a present fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this patient to confirm. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.